Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call, the customer is having inaccurate readings and wasn't sure if the meter was incorrect of the insulin pump. She reached out to the customer's doctor who has sent her a new meter. Customer then stated she checked the customer's blood glucose and it was 381 mg/dl and she attempted to give a correction, however the device did not allow her too. Troubleshooting for the insulin pump was performed and the customer's current blood glucose was 536 mg/dl. No anomalies were not on the insulin pump, during the customer's mother performed a bolus and it administered correctly. Customer's mother was advised she might have missed a step in the process. The insulin pump is not returning for analysis.